Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure of the moderately tortuous, concentric, heavily calcified, 99% stenosed, mid, right coronary artery (rca) the 1.20 x 6 mm tenku balloon dilatation catheter (bdc) was advanced with anatomical resistance then during the first inflation at 10 atmosphere (atm) the balloon ruptured. The device was removed without issue and a non-abbott balloon was used in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.